Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the mynx closure device was deployed successfully. However, no device was returned for physical investigation; therefore, the reported event could not be confirmed and a cause could not be determined. The review of the lhr (f1432401) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Event description:
On (B)(6) 2015, cardinal health received a copy of a medwatch report (MDR # (B)(4)), which was sent to the FDA by the user facility. The report stated that the date of the event was (B)(6) 2015, and the date of the report was (B)(6) 2015. "At the end of the case the md took a picture of the right groin and determined that a mynx closure device could be used. The mynx closure device was deployed successfully. Manual pressure was held for 10 minutes. After 10 minutes hemostasis was achieved. There was no bleeding, oozing or hematoma noted". Additional information: it was also checked on the form that the patient was hospitalized and the event required intervention to prevent permanent impairment/damage. Several attempts were made by the company professional to obtain additional information from the hospital regarding this event but was unsuccessful.